Event description:
Due to brown discoloration within water path and around hose clamps, cardioquip recommends internal water pathway replacement.

Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a service technician onsite. Due to the discoloration of the tubing, epidemiology recommended that an assessment of the water quality be performed to test for potential bacterial contamination. Cardioquip notified the customer of the potential contamination and recommendation and provided pricing for water sample test kits via email on (B)(6) 2023. There has been no response to the recommendation as of the date of this report.

Event description:
Due to brown discoloration within water path and around hose clamps, cardioquip recommends internal water pathway replacement.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.